Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient recently had the ins removed and that it caused ¿3rd degree burns¿ in (B)(6) 2013. It was also reported that the patient still had the lead component implanted as it was unable to be removed. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported, the patient¿s burn was described as a ¿deep gash.¿ it was noted, the patient had ¿holes¿ in their skin from the burns as well. It was stated, the patient was to also see the plastic surgeon for the ¿movement of the device pocket lower in the patient¿s buttocks.¿ it was unknown if the patient had any interventions as of the date of this report. The patient was not receiving effective therapy. It was noted the patient was leaking and could not go to the bathroom. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
When contacted for follow up information, the healthcare professional would not release any patient information due to privacy concerns. If additional information is received, a follow up report will be sent.

Event description:
It was reported the implantable neurostimulator (ins) was "burning the patient from the inside out." Patient had "two huge bubbles under their stimulator and they popped, they were in so much pain, it looked like they had sat on a grill." It was unknown when the patient had the "bubbles." An x-ray was done while the patient was in the hospital for an unrelated medical event, but the patient was unsure what the x-ray showed. One week later, it was reported the patient needs to have the ins taken out. It was noted, the ins caused burns and the patient had been seeing a plastic surgeon and home nurse for the burns. It was noted the patient was voiding more and their stomach hurt. Patient was in a lot of pain in their back where the ins is implanted. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3889-28, lot# v084418, implanted: (B)(6) 2008, product type: lead. (B)(4).